Manufacturer narrative:
Updated information: b1 selected adverse event. B2 selected death and added date of death. B5 updated clinical narrative. D4 UDI number updated. D6b explant date added. H1 changed to death. H6 impact code changed to death.

Event description:
Clinical narrative: an impella cp device was inserted via the left femoral artery in a 77-year-old male patient for acute myocardial infarction complicated by cardiogenic shock, presenting in society for cardiovascular angiography and interventions (scai) stage d cardiogenic shock. The patient¿s comorbidities were not reported. The patient was primarily supported with extracorporeal membrane oxygenation (ECMO) at the time of impella cp support. During impella cp support, an "in aorta" alarm was reported. The device was operating at performance level p-1 with flows of approximately 1.8 liters per minute, and motor current remained pulsatile. Bedside echocardiographic imaging confirmed that the impella cp was positioned across the aortic valve at approximately 3.0 cm, consistent with shallow positioning. Despite the reported alarm and shallow positioning, the impella cp remained in place and continued to provide support. Three days following the reported event, care was withdrawn, and the patient expired. The death is conservatively being reported; however, based on the available information, the outcome is more likely attributable to the patient's underlying acute myocardial infarction, cardiogenic shock (scai stage d), and dependence on extracorporeal membrane oxygenation (ECMO).

Manufacturer narrative:
H6 medical device problem code a0709 corrected to a160105.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax), d10 (concomitant), e1 (zip code extension). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the false alarm could not be determined.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. It was reported that there was a active impella in aorta alarm, running p1 with 1.8l/min flow. Pulsatility in motor current and bedside echo confirms impella cp is a cross aortic valve approximately 3cm. The patient remains on support and there was no patient harm.